Event description:
It was reported that during an unknown procedure, when the doctor tried to fire the instrument, one side of the staple line would not fire. Two rows fired. Procedure was completed by hand stitching. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: of the two staple rows tlh30 normally give, only one was fired. Non in the second row was stapled. They sew for the loss of row two. Can you please confirm that no staples were seen or were there staples present but not formed properly? The surgeon are not sure, it was a long time ago it happened. Did the surgeon check that the pin was correctly seated in the anvil? Yes. Was the indicator in the green zone for proper staple formation prior to firing? Yes. Did the surgeon squeeze the closing trigger completely? Yes. Was the tissue repositioned? Don´t understand the question. Did the surgeon fire the firing trigger completely, plastic to plastic, in one stroke? Yes. What is the age and sex of the patient? Female born (B)(6), so about (B)(6) old. What was the patient's pre-op diagnosis? Rectal cancer. If appropriate, does the patient have a history of receiving radiation or chemotherapy? Yes, she got radiation the week before the operation. Non chemotherapy.